Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the loss of image occurred temporarily because communication failure occurred due to cable disconnection or short-circuit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found that the image was not on center due to a coupler dent, and the device failed the leak test due to burned rubber on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head did not display any image. The issue was found during reprocessing. There were no reports of patient harm.